Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving unknown morphine with an unknown concentration for a total dose of 3.547mg/day and clonidine with an unknown concentration for a total dose of 72.7mcg/day via an implantable pump for spinal pain. It was reported the patient presented to the emergency room with symptoms and they would like the pump interrogated to confirm that it was functioning. It was stated that the patient fell and after the fall they started having symptoms. The patient's husband stated that they could move the pump around in the patient's back and that did not happen before the fall. The patient experienced altered mental status and pain. It was noted as a sudden change in therapy/symptoms. Event date was noted as (B)(6) 2017 as it was stated it happened 3 to 4 weeks ago. No further complications were reported/anticipated.